Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was tested on an in-house system: it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips tips opened and closed properly and it passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed an electrical continuity test. Manual inspection was performed and the instrument fully met all criteria. No product issue was found. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.